Event description:
A patient reported that after taking a ¿ducolax¿ laxative she a ¿massive deification¿ in the middle of the night in her depends. The patient reported she slept though this and the bowel movement was very loose and mucusy. The patient noted she knew she was going to have a bowel movement after taking the laxative, but didn¿t know it would be so loose. The patient noted she thought this was due to the laxative and not the stimulator. The patient noted prior to this happening she was going all day, but didn¿t have incontinence until that night. The patient reported getting a bacterial infection and they gave her antibiotics and it is clearing up now. The patient is implanted for fecal incontinence/sacral nerve stim and gastrointestinal/pelvic floor

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.